Event description:
Caller alleged false negative and false positive tni results with the triage meter. Results as follows: customer is reporting an approximately 7% rate of false negative tni, and an unknown rate of false positive tni results when compared with the lab. No data was reported.

Manufacturer narrative:
The customer did not provide any information regarding how the correlation study was conducted, how the data was analyzed, and how the conclusion was reached. Product support could not rule out sample specific or environmental factors that may have affected analyte recovery. No sample, product, or meter was returned for investigation. Product support could not verify the customer's complaint. Based on the triage cardiac family package insert claims for troponin I, the stated %cv is 12% at the level of 0.40ng/ml (the product insert's stated clinical cut off value). The acceptable meter correlation for in house investigation states that a variation of up to 15% is acceptable. Corrective action not required at this time.